Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The neptune was then connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using the diagnostic probe kit. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint stated that the neptune was leaking. That condition is inherently not possible and cannot be confirmed. It is possible that the neptune was experiencing a leaky column, but that would be the extent of any kind of leaking. The other possible condition could have been something spilled on the neptune. These scenarios are speculation only and cannot be confirmed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The unit functioned as intended.

Event description:
The event is reported as: the unit is leaking during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2015. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit is leaking during use. No harm or injury to patient reported.